Manufacturer narrative:
The consumer has folded this pad which is a violation of the instructions and warnings provided. This incident is direct result of misuse/abuse of the product.

Event description:
Consumer was using the heating pad wrapped with a towel, under her thigh and heating pad started to melt and damaged her bedding. There was not a report of personal injury with this incident.